Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6) 2012, it was reported that an infection was observed on (B)(6) 2012 because the patient scratched the pocket frequently and was bleeding. The device was explanted on (B)(6) 2012. Cultures were taken and returned positive for staphylococcus. There was no believed manipulation or trauma. The device was efficacious for the patient. The infection was not related to vns. The infection was at the lead and generator site, and both components were explanted. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.